Manufacturer narrative:
Analysis was normal. No anomalies were found

Event description:
It was reported that the patient exhibited a pocket infection 3 weeks post-implantation surgery. Patient also presented with ruptured sac/ pocket. Blood cultures that were performed came back negative. The physician removed the entire system, including pacemaker and leads. The patient was stable post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient exhibited a pocket infection 3 weeks post-implantation surgery. Blood cultures that were performed came back negative. The physician removed the entire system, including pacemaker and leads. The patient was stable post-procedure.